Event description:
This lead was abandoned on (B)(6) 2011 due to loss of capture and impedances over 2500 ohms. The procedure took place at (B)(6) medical center . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).